Event description:
Twenty minutes into the treatment the pt complained of back, chest and abdomen pain. Bp increased to 200/100. Large kink was seen in arteral line just above dialyzer and it was straightened. Blood flow decreased 200. Hct checked, was 32 on 3/27/95. O2 started at 4l. Dr notified, who told staff to treat it as formaldehyde reaction. Benadryl 25 mg given IV. Treatment was stopped. Blood recirculated.